Event description:
It was reported that the sense/pace lead was capped due to low sensing. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.